Manufacturer narrative:
This medwatch report is for the suspect device used in inform system 1. Reference medwatch report with (B)(4) for the suspect device in inform system 2.

Event description:
Reporter alleged obtaining discrepant patient blood glucose results of 229, 285, and 296 mg/dl back to back on inform system 1 compared to a result of 150 mg/dl on inform system 2 when all results were performed within less than 10 minutes. No actions were reported taken or treatment received. Quality control testing was stated to have been performed and both levels were within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.